Event description:
It was stated that the customer was tired when changing the infusion set and did not disconnect from the infusion set when performing the manual prime. It was stated that the customer received an insulin dosage of 8.0 units because of this, which led to the hospitalization for low blood glucose levels. There is no indication that the insulin pump over delivered insulin. The customer made no statement regarding the drive support cap as this insulin pump model does not have one.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was over delivering and they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 2.9 mmol/l. The customer's current blood glucose is 6.5 mmol/l. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by glucose tablet. Troubleshooting was done for low blood glucose and over delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege insulin pump was under delivering. The device will not be returned for analysis.